Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced hyperglycemia with a reported blood glucose of approximately 500 mg/dl after the cgm sensor failed. A caregiver contacted emergency medical services (ems) and the user was admitted to the hospital and treated for diabetic ketoacidosis (dka) with intravenous and injected insulin and discharged the same day. No long-term health effects were reported.